Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) has been requested.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery, on an unknown date, the tip broke. It was also reported the broken piece remained in the patient, as it was non-retrievable/could not be found. No further information is available at this time. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device history report states that the two receipts of this lot (part number 03.100.109 and lot number 7123267) were inspected and was within specifications. There were no mrrs, ncrs, or complaint related issues with this complaint.

Manufacturer narrative:
(B)(4). This device used for treatment and not diagnosis.the faulty retractors were subjected to an inspection of the manufacturing and material documents, and it was determined that all requirements are met and the specifications have been met also. Based on this result, we can exclude a manufacturing fault. In our database of complaints no similar cases to these articles are registered. In addition, the damaged tip has no fracture surface. The area shows marks that possibly have been made by an external tool. Based on this finding, we assume that the damage pattern can be attributed to an incorrect handling. No product fault could be detected.(B)(4)